Manufacturer narrative:
Note: product reference 4430893 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter rupture during removal. However this type of incident is a known risk of access port implantation. The IFU specify the precautions to take to avoid catheter fracture during catheter removal, in particular when the catheter is encapsulated or attached to the vessel wall. This is a rare incident, no corrective action is envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Attempt to remove an access port, external jugular, clean break 11 cm from the tip during traction on the catheter from the access port side. This gently traction allowed the catheter to come out until it ruptured. Device kept. The retained catheter appeared to be fixed to the superior vena cava and was therefore inaccessible by (B)(4).